Manufacturer narrative:
Results: eighty four sealed 31g x 8mm pen needle samples were returned from lot. No. 7067877, cat. No. 325105. Clog testing was carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: no issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd micro-fine ultra¿ insulin pen needle was found ¿clogged¿. This resulted in elevated blood sugar levels ¿despite insulin administration¿. The patient was hospitalized and required medical intervention